Event description:
(B) (6) states she rec'd troponin t results from a cap linearity study that showed she was 16-19% higher than the peer group. Linearity results for two of the samples are as follows, repeat results on same analyzer: sample 5, original troponin t results gave 7.96, repeat 8.01, peer mean was 6.544 ng per ml. Sample 6, original troponin t result gave 10.32, repeat 10.40, peer mean 8.490 ng per ml. This linearity study was performed for accreditation purposes only, no pt samples were involved.

Manufacturer narrative:
The field service rep determined bad measuring cells to be the cause and he replaced measuring cells. He performed performance tests which were within spec.